Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Subsequently, surgical intervention was performed, and this lead was surgically capped and abandoned. Another rv lead was successfully placed. No additional adverse patient effects were reported.